Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore an evaluation of the device cannot be completed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral. The patient was having some hematuria with labs hemolyzing, repositioning was done but catheter was kinked like an ¿s¿ and a vascular surgeon repaired the artery via cut down and suture was used.